Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
This is a second revision of components that are well over 20 years in age. The patient has a competitive cup side and a stryker femoral side. The patient was operated on (B)(6) 2017. The reason for surgery was dislocation. Right hip.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: even though there is hardly any information reported about the conditions surrounding the new dislocation event, we are certain that no dislocation factors are related to device-related malfunction but that the principal failure mode is related to an adverse mix of patient-related and/or procedure-related factors of which three can be recognised as being present even though their individual importance cannot be determined due to lack of information. Diagnosis: multiple procedure-related and patient-related factors have contribute to increased instability of the revision arthroplasty causing dislocation early post revision requiring another revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded "multiple procedure-related and patient-related factors have contribute to increased instability of the revision arthroplasty causing dislocation early post revision requiring another revision" there was no evidence of a device related issue on review of the clinicians review. Additional information, including operative reports, serial x-rays and return of the device are however needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This is a second revision of components that are well over 20 years in age. The patient has a competitive cup side and a stryker femoral side. The patient was operated on (B)(6) 2017. The reason for surgery was dislocation. Right hip.